Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and an a product evaluation was performed. The investigation of the complaint articles has shown that: the 314.743, lot number 9961622, ria driveshaft l520 was returned with broken off distal tip. This complaint is confirmed. It is an oblique break and approximately 11.7 mm (length) of the distal tip is broken off (caliper ca818). The fragment(s) were not returned. A visual inspection under 5x magnification, DHR review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already has a broken tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Additional product classification code: hrx. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part # 314.743, supplier lot # 9961622, release to warehouse date: 09-mar-2016, expiration date: na, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two ria (reamer-irrigation-aspirator) drive shafts were found in sterile processing with the ends broken off. It is not known how or when the ends broke off the drive shafts. There was no reported patient involvement. The broken end fragments were discarded and will not be returned. Both drive shafts will be returned. This complaint involves two devices. This report is 1 of 2 for (B)(4).